Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Was the procedure laparoscopic? Yes, the procedure was laparoscopic. 2. It was reported that the surgeon had to perform a maneuver in his technique to finish the procedure. If the procedure started as a laparoscopic repair did it remain a laparoscopic procedure or did it result in an open procedure. We would like to get a clearer understanding of what is meant by the surgeon had to perform a maneuver in his technique to finish the procedure.. The surgeon started the procedure as laparoscopic procedure and finished as laparoscopic procedure as well. Since the fixation of the clamps was not possible to fix in the bone, the surgeon had to fix in the mesh (tissue) and therefore it was difficult to hold the screen due to the movement.

Event description:
It was reported that the patient underwent laparoscopic unilateral inguinal herniorrhaphy and absorbable straps were used. During the procedure, the surgeon had difficulties using the device, not being able to attach the mesh to the bone to the cooper and pubis ligament to initiate the fixation in the opening, because the absorbable strap did not penetrate. The surgeon performed a maneuver in his technique to finish the procedure. Since the fixation of the clamps was not possible to fix in the bone, the surgeon had to fix in the mesh (tissue) and therefore it was difficult to hold the screen due to the movement. There were no adverse patient consequences reported. No additional information was provided.